Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that atrial sensing and capture could not be confirmed. Information to be referred to the physician. The device remains implanted and active. There were no patient complaints or complications reported due to this issue.